Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10017. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system was used and three watchman ® laa closure device and delivery systems were used. The first 24 mm closure device was deployed, but required a full recapture because it was too proximal. The second 24 mm closure device was also deployed, but again required a full recapture because it was too proximal. A 21 mm closure device was then used. It was deployed, but required a partial recapture. A transesophageal echocardiogram (tee) sweep was performed after each recapture to confirm there was no pericardial effusion present. The 21 mm closure device was then released after meeting the release criteria. About three hours post procedure in the recovery room, the patient experienced a pericardial effusion. The patient¿s activated clotting time (act) was 400, so ¿a good amount¿ of heparin was administered. The patient was brought back to the catheterization lab and a percutaneous pericardial tap was performed with a pericardiocentesis set. The patient was doing well in recovery.